Manufacturer narrative:
(B)(4). Patient: surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2013 via tka. It was reported that the revision surgery was performed on (B)(6) 2018 by replacing the insert (p/n: 51640605) and the tibial tray (p/n: 150600006) due to loosing and debonding. The surgery was completed without surgical delay. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.